Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the blade of the device is sticking and the device misfired. A hand anastomosis was done to resolve the issue in order to complete the procedure.